Event description:
It was reported guidewire entanglement occurred. During a procedure, the physician felt significant resistance when advancing the opticross imaging catheter. When the physician removed the opticross, the guidewire came back with it. It was noted that the opticross had been kinked at the guidewire exit port with the guidewire wrapped around the opticross. They decided to not use another opticross.